Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was conducted. The report indicates that the investigation of the complaint screwdriver has shown, that two of the tooth¿s at the tip of the instrument are broken off and two are bent. Unfortunately, we are not able to determine the exact cause which has led to this occurrence. Too much mechanical force had been applied during the surgery. Further investigation has shown that this instrument was manufactured in october 2008 according to the specification. As this instrument is now more than 6 years old, we suppose that the damages were caused due to normal wear and tear over the years. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of screwdriver broke during surgery. This report is 1 of 1 for complaint (B)(4).